Event description:
Per the clinic, the patient experienced a head trauma resulting is a loss of osseointegration of the implant. The device has been replaced.

Manufacturer narrative:
This report is submitted on dec 28, 2023.